Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system had missing pt images in the image directory. No pt injury was reported.